Event description:
It was reported that stent foreshortening occurred. The non-significantly tortuous target lesion was located in the iliac vessel. A 10x40x75 epic vascular stent was implanted to treat the lesion. A significant amount of foreshortening of the stent occurred. Another stent was deployed to complete the procedure. There were no patient complications reported.